Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device returned was one 14.5 fr d/l glidepath 19 cm str catheter with surecuff. Visual, microscopic, tactile, and functional testing were performed. The complaint of tissue not adhering to cuff cannot be confirmed. The sample had blood, tape and fluid residue and was with a needleless adaptor valve on the red luer adaptor (discarded during the decontamination process) and clamps loose on the blue and engaged on the red lumen extension tubes. The cuff appeared to retain some biological residues although tissue ingrowth could not be confirmed. The indwelling state of the catheter is not certain from the returned device. The complaint cannot be confirmed and therefore the root cause cannot be determined. It is unknown if patient and/or procedural issues contributed to this event. Possible contributing factors include placement technique, patient conditions, and subjection of the catheter to excessive forces. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the dialysis catheter cuff allegedly failed to incorporate into the tissue. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the dialysis catheter cuff allegedly erodes though the skin. There is no reported patient injury.